Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an air embolism along with subsequent st segment elevation, ventricular tachycardia and ventricular fibrillation. During a cryoablation procedure, a polarsheath and another non-boston scientific sheath were selected for use. After ablation of the four pulmonary veins with a polarxfit balloon catheter, the balloon was removed, and a non-boston scientific ring catheter was placed in the sheath to being post procedure mapping. At that time, the patient experienced a st-segment elevation and ventricular tachycardia (vt) occurred. The vt stopped automatically, but then the patient went back into vt and then ventricular fibrillation occurred. A direct current (dc) cardioversion was performed. A coronary angiogram (cag) was also performed and confirmed the presence of air in the coronary artery. The procedure was stopped until the air was gone, and the st segment elevation resolved. The procedure was then successfully completed. The physician noted that when placing the ring catheter, the patient snored so loudly that negative pressure was applied at that time, which may have caused air to be drawn in. The patient's snoring may have been the cause, as they had a sheath-in-sheath system to ensure that no air was drawn in. Irrigation was also never interrupted or stopped during the procedure. No audible air was heard being sucked into the sheath or catheter. The device is not expected to be returned as it was disposed of.